Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a failure of the device to operate on ac power was observed. The device's power supply was replaced to address the issue. After the power supply was replaced, the blower would not operate and the display screen was black. The device's system board was replaced to address the issue.